Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported: during an iliac embolization, when using the detachment controller to detach the coil, the green lights flashed but it wouldn¿t detach the coil. The tech attempted several times, and it wouldn¿t detach the coil. While retracting the coil back into the catheter, the coil deployed in the catheter. A second coil of the same size was opened for the case. A new coil was placed, and a new azur detachment system was used. Both were successfully used with no more issues. There was no patient impact or injury. No other information was made available.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated¿with the use of the device. Investigation conclusion. The investigation of the returned coil system found the implant stretched at the proximal section, damaged, and separated from the pusher; however, no indications of activation using a detachment controller were found on the pusher heater coil. The unit passed continuity and resistance testing. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.

Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.